Event description:
When removing the cap on the 22g bd insyte autoguard ref#382523 the needle is protruding through the catheter at the tip. This leaves the IV useless and could cause a lot of harm to a patient if this is used quickly and not noticed.